Event description:
On (B)(6) 2011, the customer reported one dual luer lock cap that does not feel secure when luered on and had fallen off one of their patient's line while he was at home. The hospital is mating the dual luer lock cap with covidien catheters. The customer informed the baxter clinical specialist that this patient has developed some complications now, stating that the patient may have developed pericarditis. The process step is during patient use and patient injury is reported. The patient was hospitalized for 4 days and treated for general sepsis/possible pericarditis.

Manufacturer narrative:
(B)(4). The sample is reportedly not available for evaluation, however, a lot number is available and an internal investigation will be performed. Once the investigation is complete, a follow up report will be submitted. If additional information or samples become available, a follow up report will be submitted with all evaluation information.

Manufacturer narrative:
(B)(4). The patient was later treated for general sepsis and possible pericarditis. The customer does not feel the changed product which has a longer luer tape is making a secure connection. The sample was not returned for evaluation; therefore, the reported condition could not be confirmed and the root cause could not be determined. The reported condition is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.